Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus france (ofr). Ofr sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microorganisms growth for the subject device. The evaluation at ofr confirmed scratches in the suction cylinder. The evaluation also confirmed wear and tear in the channels. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing at the user facility, the channels of the subject device tested positive for staphylococcus haemolyticus and staphylococcus lugdunensis. There was no report of infection associated with this report.